Manufacturer narrative:
No investigation of the ventilator was requested. The healthcare facility reportedly investigated the ventilator and it failed the internal leakage, pressure transducer and flow transducer tests during pre-use check. The air gas module was replaced. The ventilator then passed all functional and safety tests and was cleared for clinical use. The replaced part was not returned for investigation and no ventilator logs were provided. The air/o2 gas modules regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). Since the replaced part was not returned for investigation, the root cause of the reported failed pre-use check has not been conclusively determined, but the air gas module was most likely contributing to the event.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).